Event description:
It was reported that the biomed had the arctic sun device that failed calibration for an error 82(water check time out - other condition), device had 4329 and needs the 2000-hour preventive maintenance. Per sample evaluation results on 12mar2024, it was reported that the arctic sun device had a cracked side panel.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.